Event description:
The customer reported via phone call that infusion set detached from the body went the insulin pump felt. Customer's blood glucose was 260 mg/dl. The customer was attempting to treat with syringe. After troubleshooting was done, the customer was advised that their is no damaged to the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.